Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted. The analysis results of the el5ml device found that it was received with jaws in the closed position. Upon visual inspection, no foreign matter was found on the device. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 8 clips were conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, a foreign matter attached to the 1st device, lot number k4c994. Jamming occurred in the 2nd device, lot number k4d95v. Another device was used to complete the case. There were no adverse consequences to the patient.